Manufacturer narrative:
(B)(4) b5: describe event or problem- additional. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was at his work when he felt dizzy and was sweating. He knew that he was experiencing hypoglycemia because of the symptoms. He said that he was no longer able to check his sugar level using bgm as before he could even treat himself, he became unconscious. His workmates didn´t provided any medical treatment but they called 911. The paramedics arrived immediately they took a bg reading, it was reported by the patient that the bg was 100 mg/dl and the cgm reading was 36 mg/dl; which apparently looks like transposed values as the cgm range is 40- 400 mg/dl and the patient was in fact experiencing hypoglycemia. The patient was treated by the paramedics with oral glucose and IV glucose. The patient was taken to the hospital and when he arrived he was already conscious. At the hospital they continued treating him with IV medication and performed an x-ray for precaution as he fell when he got unconscious. The patient stayed at the hospital from 1pm and was discharged at 6pm. At the time of the report the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6)2024, it was reported that the patient was at his work when he felt dizzy and was sweating. He knew that he was experiencing hypoglycemia because of the symptoms. He said that he was no longer able to check his sugar level using bgm as before he could even treat himself, he became unconscious. His workmates didn´t provided any medical treatment but they called 911. The paramedics arrived immediately they took a bg reading which was 36 mg/dl and the cgm reading was 100 mg/dl. The patient was treated by the paramedics with oral glucose and IV glucose. The patient was taken to the hospital and when he arrived he was already conscious. At the hospital they continued treating him with IV medication and performed an x-ray for precaution as he fell when he got unconscious. The patient stayed at the hospital from 1pm and was discharged at 6pm. At the time of the report the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.